Manufacturer narrative:
Concomitant medical products: 503452 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited apparent atrial under-sensing is causing device classified false detection of atrial arrhythmias and under-sensing on current electrograms. The ra lead remains in use. No patient complications have been reported as a result of this event.